Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. The black box for (B)(6) 2013 shows a 4 unit combo performed with 0.20 delivered at 11:55am, then 1.9 units delivered at 11:55am and 11:58am. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A 4 unit combo 5%/95% ratio with a 6 minute duration performed. 0.20 delivered immediately and the rest was delivered over 6 minutes.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.